Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flush valve housing was cleaned, and the flush valve was repositioned and secured. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the oxygen flush valve became stuck open. The anesthesia machine was replaced. There was no reported patient injury.